Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the driver of the component was broken. It was reported that the device did not work as expected. The reported issue was confirmed. The function of the driver is to advance through the jaw channel and make them close. When the driver moves backwards, jaw will open. When the driver is broken, the clips will not load properly into the jaws as expected. The most likely cause was traced to a component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, there was an unknown device issue.